Event description:
Customer was hospitalized for hyperglycemia. The customer had unexplained hbgs for the past few days. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing. The customer was educated on the two hbg rule.